Event description:
It was reported that during a procedure to place a stent graft, it would not deploy. The intended site for the graft was an a/v access graft in the right forearm. The procedure was done sheathless and the contact person stated that the tip kinked at the end of the catheter and stent would not deploy, so it was removed from the pt. A second attempt with a new stent was successful.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. During the examination of the returned device it was noticed that the tip was kinked proximal from the marker band. The kink was caused by the application of the deployment system without introducer sheath, as stated in the event description. Due to the kink in the sheath the stent graft could not be released. After the failed deployment attempt the system was operated into the wrong direction which resulted in the stent graft shifting inside the sheath into proximal direction. The complaint is considered to be user-related. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.